Manufacturer narrative:
Device evaluation: the intraocular lens was not returned; therefore, an investigation could not be performed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. No non conformances were reported that were related to the reported event. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed there were no additional complaints for this order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, was not provided. Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that she experienced refractive difficulties with her intraocular lenses. The patient had cataract surgery on the left eye (B)(6) 2016, and cataract surgery on her right eye (B)(6) 2016. Beforehand, the patient stated she was short-sighted in the left eye and long-sighted (or far-sighted) in the right eye. After surgery, she had visual difficulties and cannot see well either near or far and cannot get glasses due to the diopters. The patient wanted to know what kind of lenses she has; are they aspheric lenses and why were different diopters implanted. The lenses remain implanted. No further information was provided. The patient reports two lenses and related symptoms. An MDR will be filed for each eye. This report represents the lens implanted in the patient's right eye.